Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the fair coaxial alignment likely contributed to the malposition of the valve. The native leaflet overhang could have been related to the too ventricular position of the valve. A second valve corrected the malposition and cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transapical sapein xt valve deployment, the valve landed 30/70 aortic/ventricular (a/v), with significant central aortic insufficiency (cai). A second valve was placed. Initially, the sapien xt vavle was positioned 50:50 and landed 70:30 a/v. There was some mild paravalvular leak (pvl) at this time and the aortic root shot showed the valve was low on right. Native leaflet overhang and more significant central aortic insufficiency (cai) was noted at this time. The patient was hemodynamically stable but it was decided collaboratively by the heart team that a second valve should be placed higher to alleviate the cai and prevent native leaflet overhang. The second valve was deployed more anterior at 70/30 (a/v) and deployed with good results. There was no leak noted at time of the second valve deployment and patient remained hemodynamically stable. The coaxial alignment of the valve and delivery system was described as fair during the first deployment. The patient had moderate native annular calcification and moderate native leaflet calcification.